Manufacturer narrative:
Device evaluation; no device malfunction alleged. Vessel perforation is an inherent risk to lead removal procedures.

Manufacturer narrative:
(B)(4).

Event description:
An (B)(6) female presented for extraction of three cardiac leads due to cied system/pocket infection. All three leads were prepped with spectranetics lead locking devices. A spectranetics glidelight laser sheath was selected to perform the extraction via the cephalic vein. Lasing commenced and the cephalic vein was torn at the device entry point while lasing. The cardiac surgeon was notified and the injury was repaired. It was decided to abandon the extraction and 3 lead locking devices were cut and capped within the patient. The patient survived the procedure.